Event description:
Healthcare profession reported, " a right rupture." Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Additional observations: crease fold observed in the surface. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare profession reported, " a right rupture." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.